Event description:
It was reported that a user experienced a brief communication interruption when the dexcom g7 continuous glucose monitor (cgm) lost signal, with no reported impact to blood glucose levels and no identified responsible device. No adverse clinical symptoms reported. Outcomes included no change to therapy, no medical intervention, and no hospitalization. User support included troubleshooting and user education consistent with a brief sensor interruption. Investigation of this case revealed a transient sensor communication disruption consistent with a known brief sensor issue, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary loss of sensor signal.

Manufacturer narrative:
Initial.